Event description:
Journal reference: novak ke, nenonene ek, bernstein lp, vergenz s, cozzens jw, rezak m. Successful bilateral subthalamic nucleus stimulation for segmental dystonia after unilateral pallidotomy. Sterotact func neurosurg 2008;86(2):80-86. A male pt with medically intractable, segmental, early-onset, primary torsion dystonia presented for surgical consultation after exhausting nearly all treatment options. Medication, botulinum toxin injections, cervical denervation surgery, and leftsided pallidotomy failed to give adequate relief. The pt was implanted with subthalamic nucleus stimulation (stn) leads bilaterally. At 34 mos after initial stn dbs surgery, the pt indicated moderate improvement of symptoms with some remaining problems, and that he was "very satisfied" with the results of surgery. At 16 mos after initial surgery, electrode impedance testing revealed that the left lead was fractured. The lead was ultimately replaced 19 mos after the initial surgery. Reportable event: unfortunately, the lead became infected 2 mos after replacement, and was removed. The extension wire and ipg remained implanted. The pt was treated for the infection, and a third lead was implanted 3 mos later utilizing microelectrode mapping, 2 yrs after the initial surgery.